Event description:
The report received from the affiliate indicated that while preparing for an endovascular procedure, the physician experienced difficulty advancing/extending and retracting the cannula/needle of the two (2) outback re-entry catheters with difficulty. The products were not clinically used. There was no reported patient injury. No procedure was performed. There was no damage of the packaging observed before opening. The products were prepped properly according to the instructions for use (IFU). No additional information was available.

Manufacturer narrative:
Please note that this report is for two (2) products with the same catalog/lot number. Only one product was returned for inspection. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that while preparing for an endovascular procedure, the physician experienced difficulty advancing/extending and retracting the cannula/needle of the two (2) outback re-entry catheters with difficulty. The products were not clinically used. There was no reported patient injury. No procedure was performed. There was no damage of the packaging observed before opening. The products were prepped properly according to the instructions for use. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. The product was returned for inspection. One non sterile outback was received coiled in two plastic bags. A kink was found at 2.5 cm from distal tip. Cannula was deployed. No other damages were noted. An attempt to retract the cannula was performed however it could not be done due to the kinked condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15551759 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The cannula/needle (outback only)/ deployment difficulty and deployment difficulty/ retraction difficulty were confirmed. The exact cause of the failure could be related to the kink found. The cause of the kink could not be determined. Controls are placed in the manufacturing line to prevent defective units from leaving the building. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. The second outback catheter, same lot and catalog number, was not returned for analysis. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.